Manufacturer narrative:
Insulin pump received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments, partial display and perform the self test and displacement test due to a constant flashing white light on the display and constantly beeping. Insulin pump received with scratched case, pillowing keypad overlay, partially detached retainer and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call on that the insulin pump had a blank display. The customer¿s blood glucose level was 102 mg/dl at the time of the incident. The customer noted the insulin pump¿s notification light flashed, and the display screen flashed black and white. It was reported this issue could have happened because the customer fell in the sand. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.